Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead got pulled back during introducer sheath splitting. It was noted that the circumstances were due to issues with the implant tools. The lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: this event is a duplicate of FDA report number 2649622-2018-14684. If information is provided in the future, a supplemental report will be issued.